Manufacturer narrative:
The results of the investigation concluded that resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cross-sectioned and a build-up of skived material was noted at the distal end of the dilator. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported skiving is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿

Event description:
During the procedure, skiving was noted on the distal end of the sheath. Difficulty was noted when attempting to perform transseptal puncture with a non abbott needle without the use of a stylet. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.